Manufacturer narrative:
Additional information was added to b3: event date, h10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) overinfused. It was further reported that the pump infused 7 hours faster than expected. The issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.